Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside a patient occurred. The target lesion was located in the right coronary artery (rca). A 2.25 x 12 synergy ii drug - eluting stent was loaded onto the wire and advanced into the rca. However, the stent embolized after coming in contact with the strut of a previously implanted stent. Wire position was able to be maintained and a new stent was deployed to crush the embolized stent to the vessel wall. The procedure was completed. No further patient complications were reported and the patient's status was stable.